Event description:
It was reported that during maintenance, the customer experienced a problem with the condensation removal module (crm) for the cs100 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) went to the customer's site and observed a broken pin on the crm. The representative returned to the customer's site at a later date and replaced luer fitting which fixed the reported issue.. The representative then ran all checks and noted that the iabp unit worked normally. The iabp unit was cleared for clinical use and returned to the customer. (B)(6).

Event description:
It was reported that during maintenance, the customer experienced a problem with the condensation removal module (crm) for the cs100 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event was reported.